Event description:
On the 5th of dec 2022, integrum was informed, via e-mail, of a patient fall incident that had taken place on the (B)(6) 2022 due to problems with attaching and detaching the axor ii with the abutment. The patient wasn't hurt. On the 15th of dec 2022, a report form was provided stating that on the incident day, the axor came loose multiple times in the morning before it fell off in the afternoon. Manufacturing investigation performed and batch documentation reviewed. The unit was accepted and released. Technical investigation will be conducted when the unit has been returned to integrum.

Event description:
On 2023-02-01: technical investigation of the returned unit i7001 performed. The reported attachment/gripping issues could not be replicated; the unit passed the gripping function test. In the report form provided by the cpo, it is stated that the axor wouldn't tighten in the morning, and that it fell off later that day. A feedback report will be provided to the user, highlighting the importance of not using the axor ii if a stable connection cannot be achieved, according to the IFU.